Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This system was replaced due to noise of the rv lead causing inappropriate shocks and intermittent undersensing and loss of capture on the ra lead. The rv lead was capped and the ra lead and ICD were explanted.